Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, patient received multiple low battery alarms and had to change battery 2-3 times in the past week. Patient reported that the battery compartment and cap were undamaged and there was no evidence of moisture or corrosion in the pump. Review of alarm history confirmed the low battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found multiple low and replace battery warnings along with evidence of excessive battery usage. Using the returned battery cap, the pump powered on with the appropriate audible and vibratory functions. Electrical current draws were out specifications. The investigation confirmed and duplicated the reported power issue. The pump casing was opened and evidence of moisture intrusion was observed on multiple internal components inside the pump. Unrelated to the reported power issue, the investigation encountered a ¿cartridge not detected¿ warning during a load step check. The force sensor was removed to further investigate, and the force sensor calibration reading was low out of specifications while the resistance readings were high out of specifications. Force sensor was disassembled and moisture contamination was found inside. Furthermore, the display screen was dim and discolored.